Event description:
The pt was implanted with two scs leads from the same lot number. It was reported, the pt lost stimulation therapy approx two weeks ago. An sjm rep met with the pt and attempted reprogramming but he was unsuccessful. The pt underwent surgical intervention and both of the pt's 3186 model scs leads were replaced with a 3219 model scs lead. Effective stimulation was regained postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.